Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. Hemostasis was achieved by manual compression and a hemostatic patch. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 6f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug did not fall out of the exoseal vcd shaft, was found partially deployed and partially out of the shaft and was not fully inside the shaft. The indicator wire was not visible when the device was removed. A 6f 10cm non-cordis sheath. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had mild visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site. The target femoral site previously closed with any closure device or manual compression less than thirty days prior to this procedure and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure, with an antegrade approach. The physician had achieved certification on the use of exoseal vcd years ago at the university hospital. The patient's body mass index (bmi) was never greater than 40. The patient does not have a history of infectious diseases. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. Hemostasis was achieved by manual compression and a hemostatic patch. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 6f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug did not fall out of the exoseal vcd shaft, was found partially deployed and partially out of the shaft and was not fully inside the shaft. The indicator wire was not visible when the device was removed. A 6f 10cm non-cordis sheath. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had mild visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site. The target femoral site previously closed with any closure device or manual compression less than thirty days prior to this procedure and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure, with an antegrade approach. The physician had achieved certification on the use of exoseal vcd years ago at the university hospital. The patient's body mass index (bmi) was never greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that deployment lever was partially depressed, and the indicator window was found partially advanced into the black/red/white position. The plug was returned partially deployed, and the indicator wire fully retracted. A cordis catheter sheath introducer (csi) was returned with the device inserted on the unit. No abnormal conditions were observed during this visual analysis, and it was concluded that the conditions present on the received unit, denoted the expected conditions of a partial depression of the deployment lever. The dimension of the delivery shaft inner diameter (ID) was reviewed. During the analysis it was confirmed that the dimensions of the ID were within specification. No functional analysis could be completely performed as the device could not be reset due to the received conditions. Nevertheless, after the plug was removed, it could be observed that the indicator window black/white/red position could be fully achieved, along with the full depression of the deployment lever. A high magnification evaluation was executed to evaluate any device internal configuration issue that could be related to the reported event. During this evaluation no damage or abnormal condition was observed to be reported. Based on the information provided and the product analysis, the reported customer event of ¿vascular closure device (vcd) - deployment difficulty - partial deployment¿ was not observed. The conditions observed on the returned unit led this evaluation to conclude that the conditions of the indicator window and the plug partially deployed are aligned with partial depression of the deployment lever. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the calcification of the vessel reported may have contributed to the reported event. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. In addition, an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.